Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that there was noise on the right ventricular (rv) lead of this cardiac resynchronization therapy defibrillator (crt-d). No patient symptoms were reported and impedance measurements were noted to be stable. The patient was brought into the clinic for a revision procedure. Following a defibrillation threshold (dft) test, a code 1004, indicating a shock into a shorted lead, was displayed. High, out-of-range pacing and shock lead impedances were noted. The right ventricular (rv) lead was surgically abandoned and replaced. It was reported that testing was performed and results were satisfactory. No additional adverse patient effects were reported. This device remains in service.